Event description:
The product was used during a hip dislocation procedure. Reportedly, during x-ray, the surgeon noticed a component in the pt's pelvis from an operation performed on 3/4/96. The hospital has reported no pt injury occurred.